Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump had a blank display. Customer's blood glucose reading at the time of the call was unknown. Customer also mentioned a battery alarm and stated that the power levels were fluctuating. Customer performed the self test and it passed. Customer was advised to revert to a back up plan if necessary.